Manufacturer narrative:
A ge service representative performed an onsite investigation and reset the monitor power supply and replaced the cine drive and the cine cable assembly. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor of the system would flicker and sometimes go black during a procedure and that the system had intermittent cine playback. No patient injury was reported.